Manufacturer narrative:
The pt was tested with negative pressure wound therapy during the apr 2010 to mar 2013 time period. It is unk when the event occurred as this info has not been provided. It was reported that, "intractable ulcers contributed infection recurrence." Based on info provided, it cannot be determined that the alleged infection or partial necrosis is related to v.a.c. Therapy. Kci has not been able to obtain sufficient info to establish a root cause. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c. Therapy with a new graft placement.

Event description:
The following was reported to kci by the kci kk rep: at the 57th annual meeting of (B)(4) society of plastic and reconstructive surgery, the physician reported during the time period of apr 2010 to mar 2013 (exact date of event was not provided), v.a.c. Therapy was used as a bolster dressing post skin graft placement. A pt experienced an infection while on v.a.c. Therapy that allegedly caused partial skin necrosis. No additional info is available. The units's type or serial number was not provided, therefore, kci cannot conduct device eval of the unit.